Manufacturer narrative:
There was no alleged malfunction of the patient's device, and no device was returned for analysis, therefore no causal relationship between device and reported event can be determined. Bleeding, cva and death are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. It is noted to correct any identifiable coagulopathy with fresh frozen plasma, vitamin k, protamine, or platelet transfusions. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device will not be returned.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2016 complaining of a severe headache and left sided weakness. An emergent head CT demonstrated a right posterior parietal intraparenchymal hemorrhage of 3.6 x 6.5 x 4.8 cm. There was blood in the lateral, third and fourth ventricles. His map was elevated and he was started on nicardipine. He was initially alert and oriented but rapidly began to slur his speech and become lethargic. Neurosurgery requested reversal of his elevated inr (5.8) and he was given 3% normal saline as well. By 0400, he required intubation to protect his airway and was sedated with propofol. Map was 110 and non-pulsatile on nicardipine 15 mg /hr. Nitroprusside was ordered. By 0545, he was noted to have dilated his right pupil and repeat CT is currently being done. Emergent decompression and evacuation of the clot is under consideration currently. CT showed intraparenchymal cerebral hemorrhage right posterior parietal lobe (3.6 x 6.5 x 4.8 cm ) - (B)(6) 2016, bilateral cerebral infarcts with continued left shift post-op s/p craniotomy with decompression - (B)(6) 2016. The wife who is the poa was made aware of the devastating nature of the brain injury, and the likelihood of poor neurologic recovery and extremely poor prognosis, and that will not survive this event. He has evidence of bilateral infarcts, he has disturbed brainstem function and poor cortical function. The patient has a dnr order and the patient discussed quality of life issues with his wife many times. The wife was in agreement to make him comfortable. He was made dnr/dni and withdrawal of support planned on (B)(6) 2016. Patient's wife wished to donate husbands organs and planned withdrawal of support happened in pacu in anticipation of organ procurement. Patient was pronounced dead at 19:23 on (B)(6) 2016.